Event description:
It was reported that a patient underwent a laparoscopic hernia repair procedure on (B)(6) 2011 and mesh was used. On (B)(6) 2012, the patient was diagnosed by CT scan with a recurrent hernia. Due to the poor condition of the patient, a re-operation probably will not be performed. Additional information has been requested.

Manufacturer narrative:
(B)(4): hernia recurrence occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2012-01567. The same patient is represented in each medwatch.